Event description:
A user facility biomedical technician (bmt) contacted customer service support to report that during treatment, blood was leaking into the dialyzer. The bmt reported they thought it was a fiber rupture. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: d4 lot #, h4 device manufacture date

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 290° to 70°, with the ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A lot history review was performed. There were three other complaints reported against the lot. There was one complaint for an internal blood leak (confirmed fiber fragment with sample) and there were two external leaks, one blood leak (no sample) and one leak during prime (unconfirmed with sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. There is no recall associated with this complaint.

Event description:
A user facility biomedical technician (bmt) contacted customer service support to report that during treatment, blood was leaking into the dialyzer. The bmt reported they thought it was a fiber rupture. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) contacted customer service support to report that during treatment, blood was leaking into the dialyzer. The bmt reported they thought it was a fiber rupture. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) contacted customer service support to report that during treatment, blood was leaking into the dialyzer. The bmt reported they thought it was a fiber rupture. Additional information was requested but was not received to date.